Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the pump making abnormal noise during operation and failed to use". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".